Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the distal portion of the cylinders were too rigid and caused pain. The physician indicated the patient had an area of ischemia on the glans with impending erosion. Due to other unrelated medical conditions of the patient, no new device was implanted. No further patient complications were reported.